Event description:
Caller reported a heat and electrical issue with pump and charging supplies, noting that pump became too hot to touch. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. Technical support decided to replace the pump, confirmed the shipping address, and instructed the caller on putting the pump into storage mode and returning it with a pre-paid label. The customer was to continue using the current pump.